Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. It was reported that the patient experienced a leak with the liberty cycler set prior to event but this was not able to be confirmed with any documentation. Furthermore, the patient¿s pd nurse stated the peritonitis was not due to fresenius products. The pd nurse reported the patient does not wear a mask during the pd exchange, does not wash hands and performs pd connections with pet dog in bed which are all breaches in proper infection control procedures. Based on the information available, the peritonitis event is most likely due to breach in aseptic technique by the patient.

Event description:
On (B)(6)2024, it was reported that this patient on peritoneal dialysis (pd) developed peritonitis on (B)(6)2024 after experiencing a leak that occurred earlier in the month in the area of the fresenius cycler cassette and underneath the fresenius cycler. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6)2024 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent and abdominal pain. As a result, the patient had a pd culture obtained which grew kocuria rhizophilia. The patient was treated with intra-peritoneal (ip) vancomycin (per clinic protocol) for peritonitis. Per the nurse, the patient is recovering from the event and continues pd with the fresenius cycler. The patient¿s nurse stated there is no documentation of the patient experiencing a fluid leak earlier in the month. Per the nurse, the peritonitis event is not due to any issues with fresenius products. The pd nurse indicated that the patient is very non-compliant with proper infection control procedures during the pd exchange including that the patient does not wear a mask, does not wash hands and performs pd connections with pet dog in bed.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) developed peritonitis on (B)(6) 2024 after experiencing a leak that occurred earlier in the month in the area of the fresenius cycler cassette and underneath the fresenius cycler. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2024 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent and abdominal pain. As a result, the patient had a pd culture obtained which grew kocuria rhizophilia. The patient was treated with intra-peritoneal (ip) vancomycin (per clinic protocol) for peritonitis. Per the nurse, the patient is recovering from the event and continues pd with the fresenius cycler. The patient¿s nurse stated there is no documentation of the patient experiencing a fluid leak earlier in the month. Per the nurse, the peritonitis event is not due to any issues with fresenius products. The pd nurse indicated that the patient is very non-compliant with proper infection control procedures during the pd exchange including that the patient does not wear a mask, does not wash hands and performs pd connections with pet dog in bed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.